Manufacturer narrative:
Block b3: exact date unknown, event occurred over a few months from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing inefficient pain therapy and was also experiencing frequent implantable pulse generator (ipg) charging issue. The patient underwent an ipg revision procedure and was doing well postoperatively. The explanted device will not be returned by the medical facility.